Event description:
It was reported that the patient was presented to the ER after receiving inappropriate therapy due to post-sensed t-wave oversensing on the ventricular lead. The device was programmed defib off and the system remains implanted. The patient left the hospital against medical advice.

Manufacturer narrative:
No medwatch form was received.